Event description:
It was reported that a faradrive steerable sheath clear was used in a pulmonary vein isolation. Procedure. Femoral venous access obtained and vessel was pre-closed with perclose prior to insertion of faradrive sheath. Faradrive was inserted and advanced up to the heart, physician noticed an abnormal amount of bleeding coming from the access site after fd sheath insertion. Did not have any issues or resistance while initially inserting sheath into access site. Dilator was versacross connect for transseptal puncture. Transseptal puncture performed, access site still actively bleeding and manual pressure needed to be applied to access site for the duration of the procedure. Acts were checked throughout procedure, were within range (~270 seconds). Once procedure concluded, physician inserted exchange wire through faradrive sheath and removed faradrive sheath from body with wire still in vessel. Physician then attempted to use non-boston scientific closure device, but claimed hole in vessel was too large and vessel still bled, continued with manual pressure and consulted on-call vascular physician. Patient was administered protamine and vessel was ligated using figure 8 technique. Observed bleeding had stopped and patient was moved into recovery. The device was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.